Event description:
Related manufacturer reference number: 1627487-2022-05225. It was reported that the patient was unable to set the ipg into MRI mode. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Investigation was unable to determine which of the 2 leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 3799255. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.